Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported, that a revision surgery took place after the pt had felt pain. It was further reported that the plate was found distorted and the date of the first surgery was (B) (6) 2010.